Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with 26 mm commander, the delivery balloon ruptured during the final stages of the 26 mm sapien 3 ultra valve deployment. The valve was successfully deployed with nominal volume in a 90/10 position. The delivery system was able to be successfully recaptured in the esheath+ and removed without patient injury. Per salesforce, there was no paravalvular leak and no central leak. The device was discarded and will not be returned.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for balloon burst was unable to be confirmed as the event unit was not returned, and the customer did not provide relevant procedural imagery. As reported from the field clinical specialist (fcs), the delivery system was prepared to nominal volume, but the primary physician believed that the delivery balloon may have been inflated beyond its burst pressure resulting in failure. Assuming that proper sizing considerations were taken per the IFU and training manual, the likelihood of the inflation balloon exceeding burst pressure at nominal volume are extremely low as the sapien 3 ultra/commander delivery system was designed, manufactured, and tested to ensure a rated burst pressure (rbp) well above the intended inflation pressure. In addition, available information suggests calcification likely contributed to the event as the customer reported that ''the landing zone was considered to have moderate to severe calcification.'' The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.